Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Per medical record review, it was revealed that the 29mm sapien xt valve was found on pre-op echo to have severe stenosis, but the cause is unknown and was perhaps due to either some undocumented malfunction or due to patient factors not listed in the records provided. The pvl and intervention will be captured alongside the explantation of the thv for stenosis.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 29mm sapien xt thv 5 years and 11 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry, approximately 5 years and 11 months post implantation of a 29mm sapien xt valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.